Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent partial deployment occurred. The target lesion was located in a hepatic vessel. A 10mmx100mm wallflex¿ biliary transhepatic stent was advanced to treat the lesion. The stent was being deployed but then got stuck on the release mechanism. When the device was pulled out of the patient, the stent unintentionally also came out. A drain was inserted and the patient was rescheduled a few days later for another stent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned to the complaint investigation site with the stent fully mounted onto the delivery system. The investigator was able to partially deploy and retract the stent without issue. The stent was then fully deployed by the investigator without issue. The stent visually inspected and no damage was noted. A visual examination and tactile examination identified a slight kink on the stainless steel tube. The stainless steel tube is used to secure device during deployment. This type of damage is consistent with the application of excessive force to the delivery system during the procedure. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent partial deployment occurred. The target lesion was located in a hepatic vessel. A 10mmx100mm wallflex biliary transhepatic stent was advanced to treat the lesion. The stent was being deployed but then got stuck on the release mechanism. When the device was pulled out of the patient, the stent unintentionally also came out. A drain was inserted and the patient was rescheduled a few days later for another stent. No patient complications were reported.